Manufacturer narrative:
(B)(4). The customer declined an event log review and product evaluation. The customer reported they intend to perform their own log review. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a possible over infusion or missing medication. A narcotic mixed in an IV bag was intended to infuse for 48 hours, after 12 hours the empty bag was found in the trash. The customer was asking for an event log review on (B)(6) 2013 to check programming. The customer is trying to determine if the device was programmed incorrectly or if medication was diverted from the bag. The customer has no patient, medication or programming information. There was no patient harm and no medical intervention. Although requested, no additional patient or event information was provided.